Event description:
On (B)(6) 2026, I began using a new soclean 3+ device to sanitize my CPAP equipment. After using the device for two days, I developed a cough and throat irritation on (B)(6) 2026. Following each cleaning cycle, the CPAP mask and hose had a strong, persistent odor. Because of the odor, I washed the mask and hose with soap and water after each soclean cleaning cycle before using the equipment. I discontinued use of the soclean 3+ on (B)(6) 2026. Approximately one week later, I returned the device to the manufacturer and received a refund. I did not seek medical attention. After discontinuing use of the device, my cough gradually improved each day. However, I continue to experience a sensation of heaviness in my chest.